Event description:
Post-op imaging taken on the day of implantation prior to discharge showed only 5 channels still in the cochlea. This array was repositioned on (B)(6), by the implanting surgeon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.